Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# n243944001, implanted: (B)(6) 2010. Product type: catheter. (B)(4).

Event description:
It was reported that the pump had "kind of broken loose" again. The patient was going to see a surgeon for consultation the day after the initial report was made to "re-establish it" because "it flips over." It was noted that the "they always put it in [the patient's] waist" where she bends. The patient was going to have the device taken out if the hcp could not "put it somewhere better." The device system was used to infuse morphine. Additional information has been requested, but was not available as of the date of this report.